Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n158024003, implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
On (B)(6) 2015 information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen 500 mcg/ml at 232.54 mcg/day via an implanted pump system. An MRI was performed at 5 pm on (B)(6) 2015, though the MRI was not due to a suspected problem with the device or therapy. A motor stall was observed at an interrogation of the pump on (B)(6) 2015 at 8 am, and no recovery was logged at that time. The patient was in the hospital at the clinic, and the hcp was to interrogate the pump later on (B)(6) 2015. Additional information was requested to determine what actions or interventions were taken to resolve the issue, and if the motor stall recovered.